Event description:
A report was received that the patient was experiencing weakness in the right leg immediately after implant. The physician stated that it was possibly a compression issue or inflammation at nerve root level. The physician thought the weakness was surgically related. The patient underwent a revision but the patient¿s current state was not so good, so the patient underwent another procedure where the leads were explanted. The patient was able to lift the heel and toes after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing weakness in the right leg immediately after implant. The physician stated that it was possibly a compression issue or inflammation at nerve root level. The physician thought the weakness was surgically related. The patient underwent a revision but the patient¿s current state was not so good, so the patient underwent another procedure where the leads were explanted. The patient was able to lift the heel and toes after the procedure.